Event description:
Information received indicates the cable pulled out of the pendant body, which exposed bare wiring.

Manufacturer narrative:
A new pendant was sent to the facility to repair the bed.